Event description:
Pca tubing became disconnected from the tubing set at the connection to the filter cartridge. Mother of patient was found holding tubing end that connected to the patient. The rest of the tubing was still connected to the pca machine.